Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. An increased intraperitoneal volume (iipv) event was found in the patient event logs with reference to the iipv decision tree, the assignable cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold and insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specification with regards to the iipv found in the device log. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs with a drain volume of 3334 milliliters (ml) during cycle 4. This drain volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.